Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was manufactured in july 1999 and is over 13 years old. The hex tip has sheared off and was not returned for evaluation. The fracture face is mostly even with one jagged segment. Wear marks and discoloration exist on the entire device, which is consistent with field use for over 13 years. Based on the age and condition of the returned device, this device has outlived it useful life. The design risk assessment is adequate for the intended use.

Event description:
During a procedure on an unknown date, as surgeon was inserting a 6.5 cannulated screw, the cannulated screwdriver shaft broke. A replacement screwdriver was used to complete the procedure as intended. All fragments were retrieved. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.